Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the tubing luer lock. The customer reported a blood glucose level of 200 (mg/dl) and delivered a bolus. The infusion set was changed and primed and the issue was resolved. The customer's blood glucose level decreased to 174 (mg/dl).